Event description:
Mediastinoscope was introduced and dissection continued - it became evident that there was a tear in the anterior aspect of the trachea at the limit of mediastinoscope required thorocotomy to repair.